Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the scs ipg was causing "disomfort" to the patient due it¿s placement on the hip bone. As a result, surgical intervention was undertaken wherein the ipg pocket was revised on (B)(6) 2018. Reportedly, issue was resolved.